Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used for closure. After fully pressing the plug deployment button and withdrawing the device, it was found that approximately one-third of the plug remained inside the delivery rod. The puncture site was not sealed. Manual compression was applied, and the patient safely returned to the ward. There was no reported injury to the patient. This occurred during a cerebral angiography procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used for closure. After fully pressing the plug deployment button and withdrawing the device, it was found that approximately one-third of the plug remained inside the delivery rod. The puncture site was not sealed. Manual compression was applied, and the patient safely returned to the ward. There was no reported injury to the patient. This occurred during a cerebral angiography procedure. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.